Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Additional information: e1 (initial reporter) (B)(6). The complaint was received through a direct call to the emergency support program and no patient harm or injury was reported. Nurse returned the call and transferred it to dr who reported a gas loss alarm on a cardiosave and requested troubleshooting guidance. Detailed troubleshooting was reviewed and dr confirmed there was no blood in the helium tubing and all connections were secure. He was guided on using the iab fill and start functions and clinical scenarios that could cause the alarm were discussed. After the discussion he declined to provide further pump patient or personal information and ended the call expressing appreciation for the assistance.